Event description:
During the device evaluation, it was observed that the subject device exhibited a foggy image, poor image quality, corroded electrical contacts, and dirt stuck on the lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause traced to component failure that led to the malfunction. For the finding of dirt on the lens is stuck a probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.